Manufacturer narrative:
(B)(6) medical sent a replacement of the led board panel, which resolved the customer event issue. The neoblue user manual, states that leds have minimal light output degradation over their lifetime with proper use. Nevertheless, the user can adjust the output of the leds for any degradation using the two potentiometers. Additional product investigation is not necessary.

Event description:
The customer reported to (B)(6) on (B)(6) 2017 that their neoblue 3 that had some missing amber leds. This is the 2nd event on the same device. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.